Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2pyh8, implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-08 additional information was received from a healthcare professional. They reported that the fall had caused the lead to slightly pull out when compared to previous images. The patient was scheduled to have a lead revision and the issue remains unresolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were having issues with the stimulator. They thought it might have shifted or moved. When they turned the stimulation on it caused a lot of pain and they had to have it off. When it was on it didn't work like it used to. They were leaking, peeing on themself, and not making it to the bathroom like they were before. The issue started about 6 months ago. At first it wasn't as painful and was tolerable. As the month started progressing it started getting worse and worse. Patient had a few falls a couple months ago and fell directly on their bottom. After that it started being a little sore when stim was on and when they turned it off they would feel no pain at all. When they turned stim back on it was really uncomfortable. They would change the setting and would get comfort but then noticed it would get painful again so they would turn it up or down but that wouldn't change anything. The pain would still be there. They would have to lean to a certain side or sit on their left side more than their right side so that they wouldn't feel the pain or turn the stim completely off. Patient tried turning it up and down and that didn't help so much. They tried changing programs and that did not help either. Patient had another fall and then it got really bad. The patient was redirected to their healthcare provider to further address the issue. Patient said they had called the doctor and the doctor told them to call the manufacturer to see if their was anything that could be done over the phone.

Manufacturer narrative:
B3: event date is year valid. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.